Event description:
It was reported via the initial reporter that the tip of the instrument broke off in the pt's shoulder as it was running up against the glenoid bone; it was not retrieved after multiple attempts. There was no pt injury reported; the pt is currently reported as in good condition. Procedure: diagnostic operative arthroscopy bankhart repair and capsulorrhaphy. Insertion site: right shoulder. No further info was provided at the time of this report of made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned because risk mgmt will not release the device, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available, and without device eval. Lot number was requested but not provided, therefore device history record review could not be conducted. Based on the info provided, the most likely cause of this event was forcing the tip of the device against bone while passing the device through tissue. If add'l relevant info is obtained, a f/u report will be submitted.